Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was adjusted and the left monitor was replaced. The system was tested and found to be working as intended and put back into service.